Manufacturer narrative:
The device history record for the iabp involved in the event was reviewed there were no nonconformances related to the reported event. The system fault logs were reviewed. There were no faults in the log from the day of the event. A company service representative evaluated the iabp. He checked the system connections and allowed the iabp to run for more than 5 days. He was unable to duplicate the reported problem. The system was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp intermittently displayed vertical lines and generated a noise. After opening and closing the display, the display worked properly. The iabp was replaced and therapy was initiated. No patient injury was reported.